Event description:
The pt was brought into the ER after pt was found to be in cardiorespiratory arrest at home. Pt was still in cardiorespiratory arrest on arrival, therefore, an io access was obtained at the right proximal tibia. The physician encountered difficulty in inserting the needle into the tibial cortex. As the needle was inserted and found to be standing firm alone, he attempted to remove the inner needle, but encountered difficulty. Upon removal, he found the flange of the outer needle had detached from the metal handle. The needle was removed with the use of pliers. The pt regained circulation with routine CPR procedures including endotracheal intubation and central venous catheterization. However, the pt deteriorated after pt was admitted to ICU and died approximately 15 hours later. The autopsy revealed the pt suffered aspiration pneumonitis. There were no findings suggestive of bone abnormalities.